Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. It was noted that the customer attempted to swap the test load and pads cable but the issue remained. There was no reported patient or user involvement and no adverse patient/user impact.